Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection with the naked eye did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed and no issues or leaks were observed. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient's peritoneal dialysis treatment was stopped due to the transfer set "tube was not working." It was further described that the twist clamp is difficult to twist and "issues with draining". The transfer set was changed. According to the reporter, the patient was on their 2nd week of treatment with unspecified antibiotics due to a positive culture result. It was reported that the event resulted in prolonged treatment of antibiotics. It was not reported if the patient was hospitalized. At the time of this report, the patient outcome and action with pd therapy were not reported. No additional information is available.